Event description:
A report was rec'd of a 43 y/o male donor, who has donated >100 times, having a red face, ears and neck, noticed by the operator, after the procedure was completed. The procedure itself was uneventful. The donor indicated he did not feel any different and thought the redness was caused by the headset he was wearing, to watch a movie, during the donation. The donor rec'd no treatment by this reporting facility and left in good condition. Additional donor info: the donor has known allergies to dust, grass and trees. He receives allergy shots, once a month. He has been on blood pressure medications but was not at the time of this donation and for quite awhile prior to the donation. A follow up call to the donor by the reporting facility identified that per a routine check up by his physician, following this event, he has started to take blood pressure medications again. Procedure info: total volume processed: 5000ml; total acd delivered: 550ml; total volume collected: 195ml; acd ratio: 9 to 1: total length of the procedure: 1 hr & 30 mins. As this donor is known to have allergies, this writer offered the reporting customer rast testing for the donor. The reporter indicated she would like this testing done. A kit was sent to her attention via fed ex on 4/24/98. 12/9/1998 no rast results rec'd. Writer followed up with a call that indicated this donor no longer donates at their facility and therefore the rast sample was never acquired.